Manufacturer narrative:
H3: visually, there was contamination on distal portions of the device including the cuff balloon and there was surgical tape wrapped around the outside diameter of the clamp shell. Under magnification, there were small voids in the blue and blue with white stripe trace pads and ink traces (underneath the adhesive). Each electrode wire was stripped to perform continuity testing for further analysis. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were in kiloohms (blue), 22 ohms (blue with white stripe), 182 ohms (red), and 184 ohms (red with white stripe) which the blue electrode was out of specification. Functionally, the device failed due to the damaged condition upon return and the inability to connect the device to a console. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA 631687, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure the number two channel was very "noisy" and consistently gave feedback during the procedure which made it hard to distinguish between artifact and a real emg event. Troubleshooting was performed by plugging in the patient interface, putting in a soft bite block, inverting the red electrodes from positive to negative and then turning channel two off for a little bit. The device seemed to be working on being turned on after the troubleshooting. No patient impact.